Event description:
It was reported that the device inappropriately detected for supraventricular tachycardia. It was also reported that the lead integrity alert triggered due to oversensing, fracture, increasing and high impedance. It was further reported that there was non-sustained tachycardia episodes with artifact. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.